Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with angina and a percutaneous intervention was started. After pre-dilatation, a 2.75x12mm xience prime stent was implanted in the distal right coronary artery (rca), 90% stenosed lesion. Following, a distal edge dissection was noted, treated with another xience prime stent. There was no adverse patient sequela and there was no clinically significant procedural delay. There was no additional information provided.